Manufacturer narrative:
Serial number not provided by customer. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported alarm transmission delays after reviewing the clinical audit logs describing delays of 30 seconds to 3 minutes involving the alarm communication between the bedside monitors and the surveillance and overview stations. No patient harm was reported.